Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant the patient experienced a pocket infection. The pocket had a 3mm opening and the pacemaker was visible. Antibiotic therapy was attempted but there was no improvement. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.